Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 114 mg/dl. Customer technical support (cts) instructed customer to replace cartridge. Customer acknowledged and indicated a new cartridge would be installed. Customer declined further troubleshooting.